Event description:
The customer alleged that he performed a control test and rec'd a result of 204 mg/dl. He did not provided the normal control range, but it should be around 90-123 mg/dl. No adverse events were alleged. The customer declined to troubleshoot his breeze2 system. He insisted the meter be replaced. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.